Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The unit was tested for 24hrs using parameters found in the history log with no occurrence of an upstream occlusion alarm. Additionally, upstream occlusion test was performed per spectrum service manual 41019 rev ab (pm inspection) with unit passing. The unit also passed add'l upstream occlusion tests per itp 35700. The device meets specification for the reported symptom.

Event description:
It was reported that a device would not infuse due to a constant upstream occlusion alarm. No pt injury was reported.